Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The set screw that secures the neck to the modular proximal body has snapped in half. The two pieces are stuck together.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the locking screw broke off. Previous investigations found the root cause is attributed to user error. It is suspected to be related to inadvertently over tightening or over loosening the hex nut component. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.